Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 ¿ patient was diagnosed with morbid obesity and bronchial asthma thereby underwent open repair of gastric bypass surgery with implant of bard flat mesh. Per op notes, ¿the gastric pouch was isolated from the stomach. A bard flat mesh was looped around the mid portion of the gastric pouch and secured with large clip. The staple line of gastric pouch was excised and removed.¿ (B)(6) 2019 - patient was diagnosed with gastrogastric fistula thereby underwent endoscopic repair with excision of bard flat mesh. Per op notes, ¿a hiatus with white structure in the distal esophagus that was nonmobile and appeared to be mesh like material that was eroding into the distal esophagus was identified. In two areas this was eroded into the esophagus was noted. A large opening was confirmed to be a gastrogastric fistula. The gastrogastric fistula was as large as the gastrojejunal anastomosis. Multiple fistula connections between the gastric pouch and the gastric remnant and jejunum were noted. All foreign material was evacuated from the gastric remnant.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.